Manufacturer narrative:
H.6. Investigation: 1 sample was returned to sbdm, lot number is unknown. Normal condition of using condition for the an122: sbdm fill medicine into the spike & chamber of complaint sample under normal condition, found leakage in the an122 spike air vent. High pressure of using condition for the an122: sbdm fill medicine into the spike & chamber under high pressure (0.50mpa), found leakage in the an122 spike air vent. House sample inspection: sbdm inspected the 15 pcs from lots 2005292, 2006021 & 2006111 from the house samples, there was no leakage even the air pressure was under 0.50 mpa. DHR review: sbdm review the manufacturing record of complaint sample lot 2005292, 2006021 & 2006111, there is no issue while manufacturing. Customer complaint record review of complaint sample: sbdm investigate the customer complaint record of complaint sample, there was no same issue of the same product from other customer. Root cause: from investigations, sbdm had inspected the complaint sample & house samples, found that there was leakage under normal using condition. Leakage occured under high pressure of using condition in 0.50 mpa on the air vent of spike too. There is ultrasonic assembly process in the chamber + spike + air filter assembly m/c. There is a jig which is pushed in the spike air vent hole to assemble air filter with spike. However, if the center of the jig is not matched with the center of spike, the inner wall of spike could be damaged and the air filter also, could be damaged too. So, we assume that temporary malfunction of air filter assembly machine and it caused root cause for this complaint case. Corrective actions: 1. Had quality training on this customer complaint for spike & chamber assembly line workers. 2. Implementing tightened product & process monitoring and strengthening quality inspection for IV set manufacturing process. 3. Reviewed and maintained air filter and spike assembly machine to set center of the machine and leakage inspection machine in the spike & chamber assembly machine conclusion: 1 samples was returned to sbdm, lot number is unknown. From investigations, sbdm had inspected the complaint sample & house samples, found that there was leakage under normal using condition. Leakage occured under high pressure of using condition in 0.50 mpa on the air vent of spike too. There is ultrasonic assembly process in the chamber + spike + air filter assembly m/c. There is a jig which is pushed in the spike air vent hole to assemble air filter with spike. However, if the center of the jig is not matched with the center of spike, the inner wall of spike could be damaged and the air filter also, could be damaged too. So, we assume that temporary malfunction of air filter assembly machine and it caused root cause for this complaint case. H3 other text : see h.10

Event description:
It was reported that drug leaked during use with a bd IV set an122 w/o pump t-type. The following information was provided by the initial reporter: a liquid drug leakage from an air vent

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that drug leaked during use with a bd IV set an122 w/o pump t-type. The following information was provided by the initial reporter: a liquid drug leakage from an air vent